Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen became unresponsive, preventing the user from unlocking or operating the device despite attempts to clean the screen, restart the device, place it on a charger, and restart while on the charger. Symptoms included no clinical effects reported. Outcomes included no impact to health reported. Investigation included technical troubleshooting by customer support and receipt and inspection of the returned devices. Investigation of this case revealed a device touchscreen malfunction consistent with a hardware failure of the display interface. It was concluded that the device experienced a screen functionality failure, and replacement was warranted.